Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 3.00mm x 15mm was returned for analysis. A visual and tactile examination identified no kinks or damage. A visual and tactile examination of the distal extrusion identified no kinks or damage. The device was received with the balloon in a deflated state. A detailed microscopic examination of the balloon material identified a pinhole on the balloon material. The pinhole was located at 1mm proximal from distal markerband. A microscopic examination of the distal markerband identified no damage which could potentially have contributed to the pinhole in the balloon. No other damage was identified.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right radial artery. The 30mm x 3.5mm, concentric target lesion was located in the severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, a significant resistance was noted during advancing, and when the balloon was initially inflated at 16 atmospheres for 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable post procedure.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right radial artery. The 30mm x 3.5mm, concentric target lesion was located in the severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, a significant resistance was noted during advancing, and when the balloon was initially inflated at 16 atmospheres for 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable post procedure.